Manufacturer narrative:
Upon follow up it was reported treatment with antibiotics was discontinued 21 days after event onset and the same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) injection of ceftazidime (1gm twice a day) and ip injection of vancomycin (1gm, every other day). Dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. No additional information is available.